Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology at time of implant was not reported. The pt has severely tortuous vessels and severe angulation of the aortic neck. It was reported that the pt presented emergently to the hosp with severe back pain. The CT demonstrated that the stent graft has migrated approx 5 cm with a type I endoleak and there is a contained rupture of the abdominal aortic aneurysm. It was reported that due to the severe tortuosity of the pt's anatomy the physician is unable to treat the pt. The pt is not an open surgical candidate. The pt will be monitored. No add'l clinical sequelae were reported and the pt is fine.